Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: not applicable, lens removed/replaced within the initial procedure if explanted; give date: not applicable, lens removed/replaced within the initial procedure. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the eye did not support the lens model pcb00 monofocal iol (intraocular lens). Lens fell back into the eye. As a result, doctor had to remove the lens and performed a vitrectomy. Procedure was completed successfully using iol za9003 +17.0 diopter. It was also noted that patient is doing well. No additional information provided.